Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) refused to let the customer open the refrigerator door. The field service engineer (fse) identified that the issue was not with the srm but with a magnet clip attached to the top of the refrigerator door. The magnet clip was removed, allowing the door to open and close properly. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.